Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The complaint of leakage can be confirmed due to the damage observed on the cuff. The probable cause of the tear is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the balloon did not seem to inflate properly and deflate instantly. She then took another probe to test it as well and the last one was not inflating at all. Pec was delayed due to the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.